Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
A nurse called from the ICU and reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is not ¿counting¿ the heart rate correctly. The pump shows a hr in the 40s, but the hr is actually in the 90s. The paced is partially v paced. They say that the pump appears to capture the pacer spikes, but does not capture the patients own intrinsic beats. This causes the pump to inflate for longer periods than it should. They have tried changing patches and lead/trunk cables. They have placed the pump in semi auto and pressure trigger and the pump seemed to be triggering appropriately with this. The cath lab was comfortable with timing the pump. Several minutes after this, the pump began to display the wrong hr again and began to inflate/deflate incorrectly. They tried switching pumps, but the same thing happened so they went back to the first pump. Several minutes later they called back to for further assistance. The pump continued to have trigger issues in auto and ECG trigger, but would never change leads or switch to pressure trigger automatically. They were advised to switch leads. He switched through most leads while in semi auto and found that lead 1 worked best. The pump would trigger correctly in lead 1 and the correct heart rate was given. They indicated that the aline waveform then looked ¿cleaned up¿. Later, the next day, an ICU rn, called for support with a "iab may require maintenance" message on the cardiosave. An iabp exchange performed and the original iabp was marked for biomed service. There was no patient harm or injury noted. This report is for the first iabpreported. The replacement iabp is being reported separately.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the power-up test fails alarm was triggered due to the empty helium tank. The fse stated that the ICU did not have their empty and full tank properly separated. The fse attached a trainer to the unit but was unable to replicate the bp trigger issue. The fse performed a full calibration and tested the unit. The unit passed all functional testing and worked to manufacturer's specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.